Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], extensive nerve damage [nerve injury], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], numbness hands, arms, legs and feet [hypoaesthesia], tingling hands, arms, legs and feet [paraesthesia], pain in hands, arms, legs and feet [pain in extremity], muscle weakness [muscular weakness], dizziness [dizziness], balance problems [balance disorder], difficulty walking [gait disturbance]. Case description: an attorney reported that a (B)(6) male consumer reported to them that he used fixodent denture adhesive, version unk cream beginning in 2000 through (B)(6) 2010, and super poligrip beginning in 2000, and reported the following: profound and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, zinc toxicity, numbness hands, arms, legs and feet, tingling hands, arms, legs and feet, pain in hands, arms, legs and feet, muscle weakness, dizziness, difficulty walking, and balance problems. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. He discontinued use of the fixodent and was continuing to use the super poligrip. No further info was provided.